Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced an infection and erosion due to a condition of the patient. Subsequently, the patient was scheduled a revision procedure and the entire system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced an infection and erosion due to a patient's condition. Subsequently, the patient was scheduled a revision procedure and the entire system was explanted. No additional adverse patient effects were reported.